Manufacturer narrative:
This event occurred at a medtronic facility during a product demonstration. The medtronic representative went to the site to inspect the imaging system. It was confirmed that the system would not drive as there was a loss of power to the drive motors. The power conversion enclosure was replaced and the issue resolved. A complete system checkout was performed after part replacement and all tests passed. The power conversion enclosure was returned to the manufacturer and analysis was completed. The reported event was confirmed. The power conversion enclosure failed the bench test as the transistor q3 failed. The cause of the reported issue was due to an electrical failure with the q3 transistor. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site had been unable to move the gantry unless it is placed in neutral. This was reported outside of a clinical environment, this is an imaging system used for training.